Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to connect to its external devices. Troubleshooting was able to resolve that issue. Surgical intervention was then undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.